Event description:
We purchased autobrush toothbrushes, which do not actually clean teeth as they claim. The child version has a mouthplate that, turns out, slips off easily and poses a choking hazard. It slipped out while my toddler was using it monday (B)(6) 2020), and he gagged before spitting it out. Though my toddler did not choke, I am worried for other toddlers. I am also incredibly worried for people who trust that this device is doing as it claims and brushing teeth, when in fact it is not. We used plaque tablets to check and this product's use has no effect at all. But if we hadn't done this, using this product in place of a toothbrush (as it is advertised to be a substitute for) would result in poor dental hygiene, which has myriad health consequences. This product needs to be investigated. FDA safety report ID# (B)(4).